Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported the 42-year-old male patient was on impella support for 1,611 hours. The staff stated there was access site bleeding and the patient expired on support. Patient went into hemorrhagic shock. The patient expired on impella support. On (B)(6) 2023, abiomed was made aware that there was no relationship between the impella and the cause of death. The doctor stated there was a mistake in puncturing the access site and bleeding occurred.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that there was an error of puncturing the access site which caused the bleeding to occur. Therefore, the root cause of the access site bleed was most likely due to use as improper technique was used to puncture the access site.